Manufacturer narrative:
(B)(4). Date sent to FDA: 05/16/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure for stress incontinence on (B)(6) 2013 and mesh was implanted. The patient reported that during the procedure, the bladder was perforated by the doctor. From about six weeks after the implant, the patient was in a lot of vaginal pain, mainly on the left side and both sides of the groin. The patient went to an uro-gynecologist and had an urodynamics test completed which showed that the mesh was very wide, very high and in an unusual position. Later that year, the patient underwent partial removal of the mesh. The pain was mildly reduced, but was still very present on the left vaginal side and during intercourse. The patient saw another uro-gynecologist and underwent removal of the remaining mesh behind the retropubic bone on an unknown date. It was found that the left side had been put in wrong through the obturator internus muscle. The patient reported that the doctor thought the patient would heal with physio to the obturator internus muscle and the pain would be resolved. Additional information has been requested.